Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose (bg) level ranged between 250-265mg/dl. Reportedly, a correction bolus was delivered and a manual injection was administered to address the bg levels. A supply change was performed to address the occlusion alarm. The customer reported the pump would continue to be used for insulin therapy.